Event description:
According to the reporter, in a laparoscopic procedure, the cartridge was placed on the handle and the tissue was clamped/closed with the cartridge. Prior to engaging the stapler, the surgeon noted that the knife had come down and had began to advance as though the stapler was engaged. The surgeon immediately removed the device. The patient's tissue was not cut. A new cartridge of a different lot number was used with the same stapler handle with no issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.